Manufacturer narrative:
At this time no conclusions can be made. The patient is making a claim for wrongful death against the bard flat mesh. The patient is making a claim for wrongful death against the flat mesh the patient's attorney alleges past, present and future damages, pain and suffering and permanent injury, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard flat mesh implanted on (B)(6) 2001. As reported, the patient is making a claim for wrongful death against the bard flat mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient" and the device was defective.